Manufacturer narrative:
During the requested site visit, the field service representative (fsr) inspected the 1ml syringes on the ict aspiration pump and observed salt deposits on the plungers. The fsr replaced the 1ml syringes (part number 09d41-03), flushed the ict module, calibrated the ict assays, and confirmed that qc was within specification. No discrepant results have been reported since the syringes were replaced. Return testing was not completed as returns were not available. A review of the architect, serial number (B)(6), service history revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A 12-month review of the 1ml syringe did not identify any trends or systemic issues for the part. A review of architect c8000 systems found no systemic issues or trends for the issue associated with this ticket. The architect system operations manual and the architect c8000 system service and support manual, provide adequate information regarding the troubleshooting of erratic ict results and the removal, replacement and verification of part number 09d41-03 1ml syringe. Based on the investigation no product deficiency was identified for either the architect, sn (B)(6) or the 1ml syringe, part number 09d41-03.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely depressed sodium (na) result on one patient sample generated on the architect analyzer. The results provided were: pt#4 arch na = 117mmol/l (normal range 131-145mmol/l) / alinity = 140mmol/l. There was no reported impact to patient management.